Event description:
Information received regarding the explanted device notes that the patient was in a motor vehicle accident, "believed to possible syncope". Occasional loss of ventricular capture and possible lead fracture was reported. When the physician opened the pocket, the lead seemed fine. The loss of capture could not be recreated. The device was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received